Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000 mcg/ml at 160.2 mcg/day via an implantable pump for an unknown indication for use. It was reported that at a refill on (B)(6) 2018 there was a volume discrepancy. It was reported that at the refill they expected 8ml and the reservoir was found empty. It was reported that since one week, the patient experienced spasticity, insomnia, and urinary retention. It was reported that it was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. The reported diagnostics/troubleshooting performed was the refill. It was reported that no actions were taken to resolve the issue. At the time of this report it was reported that it was unknown if the issue was resolved. It was reported that no surgical interventions had occurred and no surgical intervention was planned. The patient status at the time of this report was alive - no injury. No further complications were reported and/or anticipated. Additional information was received. The pump was implanted on (B)(6) 2016. The pump was refilled successfully. According to the hcp, the patient symptoms were resolved. It was not known if urinary retention was a new symptom for the patient. At the moment, it was not possible to determine any causes of the volume discrepancy and patient symptoms. Additionally, based on only one refill, an issue with the pump was not suspected. No catheter issue was suspected. The catheter was also implanted on (B)(6) 2016. No alarm was heard or noted. No product was explanted.